Event description:
It was reported that this previously capped lead was part of a system revision due to infection and erosion and contamination issue. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reoorted. The lead was exnlanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).